Event description:
Customer reported via phone call that they experienced. High blood glucose 513 mg/dl. Customer was using the insulin pump smartguard feature. No further patient complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.